Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils continued to move (one was tearing through scar tissue)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other device bent into u shape". The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine"), headache ("painful headaches"), irritable bowel syndrome ("ibs (irritable bowel syndrome)"), abdominal distension ("cause bloating too"), procedural pain ("pain from device insertion"), gastrooesophageal reflux disease ("gerd"), gastrointestinal inflammation ("inflammation in hips, joints, bowels etc"), bursitis ("inflammation in hips, joints, bowels etc"), polyarthritis ("inflammation in hips, joints, bowels etc") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholelithiasis, metamorphopsia, migraine, headache, irritable bowel syndrome, abdominal distension, procedural pain, gastrooesophageal reflux disease, gastrointestinal inflammation, bursitis, polyarthritis and fatigue outcome was unknown. The reporter considered abdominal distension, bursitis, cholelithiasis, device dislocation, fatigue, gastrointestinal inflammation, gastrooesophageal reflux disease, headache, irritable bowel syndrome, metamorphopsia, migraine, polyarthritis and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches, procedural pain, gerd, fatigue, bursitis, polyarthritis, gastrointestinal inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. New event " procedural pain", new reporter and patient's medical history added. Fu 11, 12, 13 processed together. On 23-mar-2020: social media content received. New events- gerd, fatigue added. Essure removal date added. New reporter added. Fu 11, 12, 13 processed together. On 23-mar-2020: social media content received. New event inflammation in hips, joints, bowels etc added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils continued to move (one was tearing through scar tissue)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other device bent into u shape". The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine"), headache ("painfull headaches"), irritable bowel syndrome ("ibs (irritable bowel syndrome)"), abdominal distension ("cause bloating too"), procedural pain ("pain from device insertion"), gastrooesophageal reflux disease ("gerd"), gastrointestinal inflammation ("inflammation in hips, joints, bowels etc"), bursitis ("inflammation in hips, joints, bowels etc"), polyarthritis ("inflammation in hips, joints, bowels etc") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholelithiasis, metamorphopsia, migraine, headache, irritable bowel syndrome, abdominal distension, procedural pain, gastrooesophageal reflux disease, gastrointestinal inflammation, bursitis, polyarthritis and fatigue outcome was unknown. The reporter considered abdominal distension, bursitis, cholelithiasis, device dislocation, fatigue, gastrointestinal inflammation, gastrooesophageal reflux disease, headache, irritable bowel syndrome, metamorphopsia, migraine, polyarthritis and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches, procedural pain, gerd, fatigue, bursitis, polyarthritis, gastrointestinal inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils continued to move (one was tearing through scar tissue)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other device bent into u shape". The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine"), headache (""painful" headaches"), irritable bowel syndrome ("ibs (irritable bowel syndrome)"), abdominal distension ("cause bloating too"), procedural pain ("pain from device insertion"), gastrooesophageal reflux disease ("gerd"), gastrointestinal inflammation ("inflammation in hips, joints, bowels etc"), bursitis ("inflammation in hips, joints, bowels etc"), polyarthritis ("inflammation in hips, joints, bowels etc") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholelithiasis, metamorphopsia, migraine, headache, irritable bowel syndrome, abdominal distension, procedural pain, gastrooesophageal reflux disease, gastrointestinal inflammation, bursitis, polyarthritis and fatigue outcome was unknown. The reporter considered abdominal distension, bursitis, cholelithiasis, device dislocation, fatigue, gastrointestinal inflammation, gastrooesophageal reflux disease, headache, irritable bowel syndrome, metamorphopsia, migraine, polyarthritis and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches, procedural pain, gerd, fatigue, bursitis, polyarthritis, gastrointestinal inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine"), headache ("painfull headaches"), irritable bowel syndrome ("ibs") and abdominal distension ("cause bloating too"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, cholelithiasis, metamorphopsia, migraine, headache, irritable bowel syndrome and abdominal distension outcome was unknown. The reporter considered abdominal distension, cholelithiasis, headache, irritable bowel syndrome, medical device removal, metamorphopsia and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event added- irritable bowel syndrome no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils continued to move (one was tearing through scar tissue)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other device bent into u shape". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine"), headache ("painfull headaches"), irritable bowel syndrome ("ibs (irritable bowel syndrome)") and abdominal distension ("cause bloating too"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, cholelithiasis, metamorphopsia, migraine, headache, irritable bowel syndrome and abdominal distension outcome was unknown. The reporter considered abdominal distension, cholelithiasis, device dislocation, headache, irritable bowel syndrome, metamorphopsia and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event " essure device migration (previously reported as medical device removal) and device shape alteration¿ was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cholelithiasis ("gallstones"), metamorphopsia ("vision distortions in my side vision"), migraine ("migraine") and headache ("painful headaches"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, cholelithiasis, metamorphopsia, migraine and headache outcome was unknown. The reporter considered cholelithiasis, headache, medical device removal, metamorphopsia and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : cholelithiasis, essure device removal, vision distortions in my side vision, migraine, painful headaches. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. New events added: vision distortion in my vision, migraine, headaches. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.